Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed as the patient was unable to pump the device. A new inflatable penile prosthesis was implanted. No further intervention required.